Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure in (B)(6) 2013 and suture was used. The patient developed redness and oozing from the right breast incision area and was prescribed antibiotics at that time. Five weeks post-operatively, on (B)(6) 2013, the surgeon determined that the patient's body was rejecting the implant on the right side. The patient underwent a re-operation to flush/repair the right breast. During the procedure, the surgeon noted nodular cysts along the suture line, deep within the fascia where the implant had been sutured to the patient's tissue. Then the patient's right breast was closed using a different type of suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.